Event description:
It was reported that the t:slim x2 pump battery would not charge, and while the customer tried different solutions, like leaving the pump connected to a power outlet and using a different cable, the charging connection remained unstable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement tandem cable and wall adapter with two-day shipping and followed up with the customer when it was discovered that the order was not initially created, leading to a new service issue being logged. If the pump battery depleted before receiving the new supplies, the customer planned to use multiple daily injections (mdi) as an alternative.